Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Adding: d8. D9, h3, h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source showed error b30 (scope communication error). The issue occurred during preparation for use for a non-specified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.